Event description:
According to the info received from the surgeon, an event occurred 14 months postoperative, after an open reduction and internal fixation of radius fracture left. Bone healing was successful but there was mass at the operation site with hand numbness and swelling. The site was reopened and the mass removed. The plate had resorbed except remains of screw heads and a little piece of the plate. The pt's current condition is good. The surgeon's conclusion is fluid accumulation, hypertrophic granulomatous tenosynovitis.

Manufacturer narrative:
The aim of the procedure, i.e., bone healing, after distal radius fracture treatment was successfully achieved. However, a tissue reaction (adverse event, anticipated risk) occurred 14 months postoperatively and caused a hypertrophic granulomatous tenosynovitis. As stated in the instructions for use of inion otps distal radius plate, implantation of foreign materials can result in an inflammatory response or allergic reaction. Transient local fluid accumulation may occur in sterile circumstances. Although the complication was not life-threatening, it is not known whether the tenosynovitis would have solved without surgical intervention (release procedure with removal of fluid accumulation and granulomatous tissue). Risk of postoperative tissue reactions is a known risk with biodegradable implants, especially when a plate is implanted under a thin soft tissue layer. However, this risk has been reported to be very low with polylactic acid based implants. Thousands of inion products have been implanted but only limited number of tissue reaction cases has been reported. These cases have occurred approximately 1-2 years postoperatively and have not affected bone healing in any way.